Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system showing an alarm during procedure and reportedly did not oxygenate the blood properly. There was no report of patient injury.

Manufacturer narrative:
H10: the device was returned at the manufacturer site for investigation. The failure could not be reproduced and the device was found to be working within specifications. The device was returned back into service. Based on findings, an issue with the hospital gas supply cannot be excluded from being the root cause of the event. Since no device malfunction occurred, the reported event has been re-assessed as non reportable.

Event description:
See initial report.